Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5, a6: weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand adhesive bandages flexible fabric strips 10ct USA 381370056850 381370056850usa 381370056850usa, lot number ¿ ni. D4: 510(k) exempt device I complaint. UDI and lot number are not available for reporting. UDI: (B)(4) upc = 381370056850 expiration date= na lot number = ni. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e1721 refers to the consumer alleged for skin ripped off (cuts/lacerations). E1719 refers to the consumer alleged for skin infection (wound infection). E2402 refers to consumer " intentional misuse/off-label use" of the product. The consumer used the product ¿to cover a sore¿ (interpreted as misuse) and reported that when trying to change the band aid, ¿it took the top layer of skin¿ (coded to skin tear, subsumed bleeding, painful). It was also reported that the ¿wound was infected¿ (coded to skin infection - infection/disease). There is mention doctor visit invoice and receipt of medication the doctor prescribed. Consumer used an ¿anti biotic lotion¿ to treat the event. No direct report of any necrosis/gangrene. No report of any excessive bleeding nor any surgical/invasive intervention reported. No significant intervention reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 71-year female consumer reported an event with band aid brand adhesive bandage flexible fabric strip. Consumer used one strip on (B)(6) 2025 to cover a sore and when trying to change the product after 8 hours, it took the top layer of the skin, and it bled for 2 hours. Consumer reported it was very painful and she very disappointed. Consumer reported that wound was infected and sought medical intervention on (B)(6) 2025. The consumer treated the event with unknown prescription antibiotic medicated lotion. Consumer stopped using the product and her symptoms have worsened. There is no additional information with regards to event and outcome for this consumer.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. If information is obtained that was not available for the follow up 02 medwatch, a follow-up 03 medwatch will be filed as appropriate.

Event description:
Additional information received on 15-apr-2025 via consumer&apos' medical records regarding the follow-up doctor¿s appointment on (B)(6) 2025. In consumer&apos' medical records, it was reported that the reason for the appointment was a wound occurred after hitting the consumer&apos' left arm on door causing abrasion with erythema and required medication refill. In consumer&apos' medical records, it was reported that normal skin turgor and slight drainage were noted, and redness worsened after the consumer removed band-aid. As per consumer&apos' medical records, the assessment was local infection of the skin and subcutaneous tissue, unspecified and additional treatment recommended to apply bacitracin with tefla dressing and keep to air as much as possible. There is no additional information with regards to event and outcome for this consumer.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. Corrected data: g1 was corrected as updated information was received regarding lot number d1, d2, d3, d4: this report is for one (1) band aid brand adhesive bandages flexible fabric strips 10ct (B)(4), lot number # 241008. D4: 510(k) exempt device I complaint. UDI: (B)(4). Upc #: 381370056850. Expiration date: na. Lot # 241008. H3, h4, h6: device history records review was completed. No anomalies found. All packaged products met all established analytical and microbiological parameters. There were no processing or packaging deviations associated with this batch. Raw material records were reviewed for this lot. All raw materials passed the incoming quality inspection with no issues seen. All finished products were tested in accordance with specification at the release time and all the tests results met specifications. The product was manufactured on october 08, 2024. H6: d1103- refer to the (cause traced to intentional off-label, unapproved, or contraindicated use) has been removed from the case. E2402- refers to the (misuse/off-label) has been removed from the case. As per additional information received, consumer applied ¿triple antibiotic ointment to help prevent infection¿ and also consulted hcp who prescribed cephalexin 500 mg capsules 3 times daily for 10 days. It was also reported that the consumer used the product over ¿a cut¿ on left arm, thus event of misuse was no longer considered. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with band-aid brand flexible fabric bandages, lot # 241008. Consumer applied one patch to left arm over a cut and 8 hours later while trying to change the bandage, it ripped off top layer of skin in 2 places. Consumer reported it bled for an hour. Consumer treated the event by applying triple antibiotic ointment to help prevent infection. Consumer sought intervention and was prescribed cephalexin 500 mg capsules 3 times daily for 10 days. There is no additional information with regards to event and outcome for this consumer.